Event description:
It was reported that the patient was admitted to the hospital via ambulance, the patient had received 5000u heparin IV in the ambulance. "The patient showed 10l by 9 watts" [high watts], no hematuria, ldh 2854, inr 2.47, aptt 79. Lysis was performed with atp, with pump parameters returned back to normal operating range.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump (B)(4) remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt alarms" on the date of the reported event. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event.